Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that removal difficulties and catheter array damage occurred. It was reported that during supra ventricular tachycardia (svt) procedure, an intellamap orion catheter was used. It was noted that the orion catheter got stuck with a quadripolar diagnostic catheter. No resistance was felt prior to the catheter getting entangled. After the two were untangled, the orion was removed, and it was noted that one of the splines of the orion had detached from the distal part of the catheter. One of the splines of the orion had detached from the distal part of the catheter. The physician commented on there being a lot of collateral branches of the lower veins when trying to reach the hearts. The procedure was completed successfully by opening a new orion catheter. The device will be returned for analysis. No patient complications were reported.

Manufacturer narrative:
The intellamap orion catheter was evaluated by boston scientific. Upon receipt at the post market laboratory, it was noted that the device has one spline detached and also de shaft cutted, consequently confirming the reported clinical observations of array damaged/defective and catheter difficult to withdraw. Premarket / 510(k) # k143481, k192360, k220796.

Event description:
It was reported that removal difficulties and catheter array damage occurred. It was reported that during supra ventricular tachycardia (svt) procedure, an intellamap orion catheter was used. It was noted that the orion catheter got stuck with a quadripolar diagnostic catheter. No resistance was felt prior to the catheter getting entangled. After the two were untangled, the orion was removed, and it was noted that one of the splines of the orion had detached from the distal part of the catheter. One of the splines of the orion had detached from the distal part of the catheter. The physician commented on there being a lot of collateral branches of the lower veins when trying to reach the hearts. The procedure was completed successfully by opening a new orion catheter. The device was returned for analysis. No patient complications were reported.